Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. The analyst noted that there was invalid data in pacing percentages and the patient information was denoted with question marks in place of data. Radiation therapy was noted a likely cause. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was interrogated and displayed question marks in the patient information and pacing percentages. Rate histograms indicated invalid data. The patient indicated that they had received radiation treatment on both sides of the lower abdomen. The device remains in use. No patient complications have been reported as a result of this event.